Manufacturer narrative:
Further attempts to obtain complaint details will be made and upon receipt will be submitted accordingly. This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and expired the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.